Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the drip chamber of a clearlink continu-flo solution set. This occurred while preparing to spike a bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned, however a photograph was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph revealed that the tubing was separated from the drip chamber. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.